Event description:
Event description guidant received information that this implantable coronary sinus lead was not capturing the patient's left ventricle, even at maximum output. No changes to the left ventricular r-waves were observed.